Manufacturer narrative:
The products were not returned for analyses, and the lot numbers were not available for in order to conduct DHR reviews. With review of the information, use of the enterprise device with the incorrect microcatheter contributed to the reported event. Additionally, the label for use for the enterprise indicates that a prowler select plus microcatheter is to be used with the enterprise vrd. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
It was reported that during insertion of the enterprise vrd and delivery stent (enf452812/lot unknown) into the microcatheter it was noticed that it was tight. Then, it was realized that microcatheter used was a prowler plus (6062510x/lot unknown) instead of a prowler select plus. The operator complained that the names of the two devices are too similar. After the event, both devices were removed as a unit and another enterprise and prowler select plus microcatheter was used to complete the procedure with a good outcome. During the event, constant flush was maintained through the microcatheter. There was no patient death or serious injury that occurred as a result of the event. The procedure was a stent assisted coiling of a pcom aneurysm.